Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2002. Subsequently, patient was revised on (B)(6) 2012 due to unknown reasons. It was noted during the procedure there was tissue discoloration and burnishing of the components.

Manufacturer narrative:
Evaluation of returned device found evidence of wear and burnishing. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."this report is number 5 of 5 mdrs filed for the same event (reference 1825034-2012-02663-1 / 02665-1 & 02667-1/2668-1).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 11 states, "wear and/or deformation of articulating surfaces." This report is number 5 of 5 mdrs filed for the same event (reference 1825034-2012-02663 / 02665 and 2667/2668).